Event description:
It was reported that the navio has an incorrect mechanical axis calculation. It was in one degree of varus on the tibia. However, on the xray the tibia appears to be cut in 5+ degrees varus and the femur valgus resection angle is too large a valgus resection visually as well. There were no errors during surgery and the surgeon described as the knee 'feels good and stable' during final rom. Also, when the surgeon places the tibia cutting jig, buries the block into the anterior face of the tibia to the point of which its needed to find the peg holes via trajectory landmark. No patient injuries or delays reported.